Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery an ophthalmic surgical console power was turned off. The procedure was completed after restarting the system. Patient harm was not reported.

Manufacturer narrative:
The customer reported that when using the system power would sometimes turn off. The reported event occurred prior to surgery. A system reboot improved the symptoms and surgery continued without problems. Patient harm was not reported. The company service representative examined the system and confirmed the reported event in the system event log. However, the company service representative was unable to replicate the issue while on-site. The company service representative observed numerous system messages (sm) regarding mechanism timeout errors and faults in several modules, shut down errors, and handpiece errors. Sm [host ¿ abnormal system shutdown], [fluidics ¿ mechanism faulted], [ultrasound ¿ mechanism faulted], [pneumatics ¿ mechanism faulted], and [IV pole ¿ mechanism faulted] were observed. Sm [footswitch ¿ mechanism timeout error], [fluidics ¿ mechanism timeout error], [ultrasound ¿ mechanism timeout error], [pneumatics ¿ mechanism timeout error] and [IV pole ¿ mechanism timeout error] were observed. Finally, sm [host ¿ abnormal system shutdown], [footswitch ¿ mechanism faulted], [fluidics ¿ mechanism faulted], [ultrasound ¿ mechanism faulted], [aqualase ¿ handpiece failure (short circuit)], (pneumatics ¿ mechanism faulted], and [IV pole ¿ mechanism faulted] were observed. To resolve the issue, the nonconforming host computer was replaced. The power supply and power distribution printed circuit board (pcb) are within the host module and were also replaced. The battery was replaced as a preventative measure. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to the nonconforming host computer. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).